Event description:
It was reported intraoperatively that the leadless implantable pulse generator (ipg) exhibited high impedance with no pacing response at maximum output and high thresholds after multiple placement attempts. It was also noted that the delivery systems tether was hard and difficult to move and was rubbed. The leadless ipg and delivery system were attempted/not used and replaced. It was further reported that the delivery system was returned, analyzed and tested out of specification for a frayed tether. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that the delivery system tether was frayed. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The lumen of the delivery system was torn. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the tether tube of the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system tether was frayed. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the tether tube of the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.